Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with dried tissue present on the spacer and electrodes. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller in which the ablate and coagulation performed as intended. At no time during functional testing the device overheated. The complaint could not be verified as the returned device functionally performed as intended. The root cause could not be determined with confidence as several factors could contribute to the reported event such as: having inadequate flow and circulation of saline, secondary source of outflow was not used or pre-warmed saline may have been used. The instructions for use provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the device overheats. No delay or patient injuries were reported. A back up was available to complete the procedure.